Manufacturer narrative:
On (B)(6) 2021 mentor received two devices photos. The mentor failure analysis lab has received the devices photo for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Photo evaluation completed on (B)(6) 2021 upon visual evaluation of the image provided in the complaint, the implant was observed severely ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian asian female who underwent an unspecified breast surgery with a mentor memorygel 385cc silicone prosthesis experienced left sided rupture post procedure. A physical examination was performed by a physician and rupture was diagnosed. The implant rupture was discovered during the surgery. As a result, patient underwent replacement with another unspecified silicone implant on (B)(6) 2020.

Manufacturer narrative:
On february 04, 2021 additional information received indicated that patient also experienced bilateral ptosis, and as a result patient underwent bilateral mastopexy, replacement of right breast implant with smaller breast implant, and replacement of left ruptures implant with smaller implant. The replacement devices were allergan implants. Manufacturer¿s reference number: (B)(4).